Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained oversensing due to noise on the ventricular channel were observed during a follow-up. Increased threshold was also noted. The physician elected to take no action. Lead damage was suspected and additional testing was recommended. The patient was in good condition.